Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0245138; d.4. Medical device expiration date: 8/31/2023; h.4. Device manufacture date: 9/1/2020. D.4. Medical device lot #: 9309894; d.4. Medical device expiration date: 10/31/2022; h.4. Device manufacture date: 11/5/2019. H.6. Investigation: a complaint of a set coming apart during in fusion was received from the customer. A photo was provided to aid in the investigation of this defect. Through visual inspection the customer complaint was confirmed, the fitting was detached from the tubing. A device history record review was completed by our quality engineer team for provided lot numbers. The reviews did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. H3 other text : see h.10.

Event description:
It was reported that connecta plus3 10cm white fell apart. This occurred on 2 occasions. The following information was provided by the initial reporter: was administering propofol. Went to flush. Fell apart in hands. Not broken. Did not appear snapped.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connecta plus3 10cm white fell apart. This occurred on 2 occasions. The following information was provided by the initial reporter: was administering propofol. Went to flush. Fell apart in hands. Not broken. Did not appear snapped.